Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2017, tonsillectomy, depression and anxiety. Previously administered products included for birth control: mirena in 2012; for an unreported indication: cymbalta from 2008 to 2012. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included tonsillitis since july 2017, morbid obesity, gerd, polyps and pap smear abnormal. In (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In ( 2014, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety"), depression ("psychological or psychiatric problems condition: depression"), hypoaesthesia ("neurological conditions or problems type: numbness on legs"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitation"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("cramps/lower abdominal area"), migraine ("migraines / headaches"), back pain ("lower back pain"), pain in extremity ("legs pain") and paraesthesia ("tingling in legs"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, abdominal distension and pain in extremity outcome was unknown, the anxiety, depression and migraine was resolving and the palpitations, hypoaesthesia, back pain and paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, hypoaesthesia, menorrhagia, migraine, pain in extremity, palpitations, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Discrepancy noted for removal date previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Removal procedure-procedure in detail. The tip of essure device was then grasped and removed with gentle traction, the essure implant appeared to be intact. The procedure was performed on the contralateral side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: procedure: laparoscopic salpingectomy bilateral gross description: received in formalin labeled with the patient¿s name and initials. Intact fimbriated red purple fallopian tubes measuring 4.5x 0.5cm and 4.0x 0.5 cm. The proximal end of the longer fallopian tube contains a 0.7cm in length by 0.1 cm in diameter silver metallic synthetic object. A discrete sterilization device is not grossly identified within entire fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: anxiety, depression and pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received. Case was made incident. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, migraines / headaches, heart palpitation, numbness on legs, dysmenorrhea (cramping), weight gain, bloating, lower back pain, legs pain and tingling in legs were added. Lot number was added. Removal date was added. Medical history, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2017, tonsillectomy, depression and anxiety. Previously administered products included for birth control: mirena in 2012; for an unreported indication: cymbalta from 2008 to 2012. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included tonsillitis since (B)(6) 2017, morbid obesity, gerd, polyps and pap smear abnormal. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety"), depression ("psychological or psychiatric problems condition: depression"), hypoaesthesia ("neurological conditions or problems type: numbness on legs"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitation"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("cramps/lower abdominal area"), migraine ("migraines / headaches"), back pain ("lower back pain"), pain in extremity ("legs pain") and paraesthesia ("tingling in legs"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, abdominal distension and pain in extremity outcome was unknown, the anxiety, depression and migraine was resolving and the palpitations, hypoaesthesia, back pain and paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, hypoaesthesia, menorrhagia, migraine, pain in extremity, palpitations, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Discrepancy noted for removal date previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Removal procedure-procedure in detail. The tip of essure device was then grasped and removed with gentle traction, the essure implant appeared to be intact. The procedure was performed on the contralateral side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: procedure: laparoscopic salpingectomy bilateral gross description: received in formalin labeled with the patient¿s name and initials. Intact fimbriated red purple fallopian tubes measuring 4.5x 0.5cm and 4.0x 0.5 cm. The proximal end of the longer fallopian tube contains a 0.7cm in length by 0.1 cm in diameter silver metallic synthetic object. A discrete sterilization device is not grossly identified within entire fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: anxiety, depression and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain / pelvic pain') in a 35-year-old female patient who had essure (batch no. 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2017, tonsillectomy, depression and anxiety. Previously administered products included for birth control: mirena in 2012; for an unreported indication: cymbalta from 2008 to 2012. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included tonsillitis since (B)(6) 2017, morbid obesity, gerd, polyps and pap smear abnormal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety"), depression ("psychological or psychiatric problems condition: depression"), hypoaesthesia ("neurological conditions or problems type: numbness on legs."), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and paraesthesia ("tingling in legs/tingling in lower extremities") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitation"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps/lower abdominal area"), migraine ("migraines / headaches"), back pain ("lower back pain"), pain in extremity ("legs pain"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, weight increased, abdominal distension and pain in extremity outcome was unknown, the pelvic pain, abdominal pain lower, palpitations, hypoaesthesia, dysmenorrhoea, back pain, paraesthesia, headache and abdominal pain had resolved and the anxiety, depression and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, headache, hypoaesthesia, menorrhagia, migraine, pain in extremity, palpitations, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Discrepancy noted for removal date previously reported as (B)(6) 2017 now it is reported (B)(6) 2017. Removal procedure-procedure in detail. The tip of essure device was then grasped and removed with gentle traction, the essure implant appeared to be intact. The procedure was performed on the contralateral side. Discrepancy noted in date of insertion (B)(6) 2013. She received treatment for the following events pelvic/abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, psych injury, gi conditions, migraine, headaches, weight gain and numbness in legs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: procedure: laparoscopic salpingectomy bilateral gross description: received in formalin labeled with the patient¿s name and initials. Intact fimbriated red purple fallopian tubes measuring 4.5x 0.5cm and 4.0x 0.5 cm. The proximal end of the longer fallopian tube contains a 0.7cm in length by 0.1 cm in diameter silver metallic synthetic object. A discrete sterilization device is not grossly identified within entire fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: anxiety, depression and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events migration, headaches, abdominal pain were added. Outcome of the event pain added as ¿recovered / resolved¿. Essure insertion date was updated. Treatment details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and abdominal pain lower ("cramps"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.